Manufacturer narrative:
Date of event: estimated since unknown.

Event description:
It was reported the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown time post procedure, a leak of greater than 5mm was identified. Intervention was performed and a coil was put in place. No patient complications have been reported. There have been multiple instances of this event, but specific information is unknown.

Manufacturer narrative:
Date of event: estimated since unknown.

Event description:
It was reported the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. At an unknown time post procedure, a leak of greater than 5mm was identified. Intervention was performed and a coil was put in place. No patient complications have been reported. There have been multiple instances of this event, but specific information is unknown.